Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported that a patient presented in the emergency room after receiving patient notifier. The device was interrogated with merlin on demand (mod) and review of the transmission noted noise was present on the ventricular channel. The noise resulted in detection of vf but the algorithm correctly detected it and inhibited the therapy. Programming changes were made. However, on (B)(6) 2017 the physician capped and replaced the lead after noting externalized conductors through fluoro prior the procedure. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Correction: please correct device MFR date on the initial report as the date was previously reported incorrectly. The date was reported as 4/14/2017 and the correct date should be 5/8/2017.

Manufacturer narrative:
Correction: please correct date received by MFR on the initial report as the date was previously reported incorrectly. Re-review of the event reports that the correct date of the initial report should be 5/5/2017.